Event description:
It has been reported that AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device eval pending. Issue is being reported due to potential malfunction in product returned 03/21/2012 in conjunction with field action z-0483.